Event description:
The pt presented with outflow stenosis of an existing a-v access graft in the upper arm. A 7 by 15 viabahn device was advanced through an 8 fr introducer sheath and positioned at the target site. The deployment line was pulled and the device partially deployed/expanded. The physician was unable to complete deployment. The device was removed interventionally. The procedure was completed implanting another viabahn device without any adverse outcome for the pt.

Manufacturer narrative:
The investigation into this event is currently in progress.